Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the template for 2 custom trachs is for the shaft to be 49mm. The customer said this is not correct and the shaft is too short. She has an older trach that is a 49mm shaft and was having problems with the flange at that time being too short. Now the flange is correct, but the shaft is too short. The shaft length is shorter than the specified 49mm. Additional information received on (B)(6) 2022 via email and attached to complaint object: customer reported that it was prior to placing the device with the patient compared with old one. No injury and no medical intervention were reported. The outcome of the event was ongoing and need a corrected replacement done. Updated event details. Updated patient details.

Manufacturer narrative:
Device evaluation was done of the returned device. Visual inspection showed no anomalies. Comparing the device to the template, all the measurements and the device matched all the requested stipulations. The devices are allowed margins of error. Investigators went over the last requested custom devices and found that the current one was within the same specifications as the one that was complained on. Due to this, no device fault was found. The complaint could not be confirmed. No corrective actions taken at this time. Device history review shows no non-conformities, during the manufacturing process.